Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage. The following information was provided by the initial reporter: material no: 309657. Batch no: 0290019 . No injuries/harm. Syringe plunger is leaking and has caused the loss of an investigation drug product used in an ongoing study.

Manufacturer narrative:
H.6. Investigation: two photographs were received, in one of these, liquid residues (drops) are observed in the barrel and that the plunger is completely inside the barrel. If the observed drops are within the fluid path, these could be generated during the return of the plunger to its natural position, caused by an inefficient seal between the stopper and the syringe walls. However, this cannot be confirmed in the photographs received. No root cause can be determined, therefore there are no corrective actions. During the documentary review of the batch 0290019 no quality events records in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage. The following information was provided by the initial reporter: material no: 309657, batch no: 0290019. No injuries/harm. Syringe plunger is leaking and has caused the loss of an investigation drug product used in an ongoing study.